Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 363 mg/dl. The customer changed pump supplies to address the issue. Reportedly, the customer was using cold insulin, which is considered off label per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.